Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis 1 sharp-edged opening noted on posterior 4.5mm in length, located 6.5cm away from center of patch. Unable to measure shell thickness at edge of opening due to its small size. Several creases noted on anterior and posterior rec'd in pfr kit. Brown particles and tissue on exterior. A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.